Manufacturer narrative:
The customer returned the suspected contour next gen meter and contour next test strips for evaluation. The contour next control solution associated with the event was not returned. Therefore, an in-house testing was performed with the returned meter, returned test strips and in-house contour next control solution from lot # 2bv2g02, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer called to report that she ran a control test with the contour next gen meter and obtained a reading of 197 mg/dl at 9:46 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips sent to the customer.